Manufacturer narrative:
Correction: d10 h3 evaluation summary: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One used palindrome catheter was received for analysis and investigation. The sample presented signs of use. Visual inspection of the sample was performed, and the catheter did not reveal any visual issues. The returned sample was submitted to underwater testing and bubbles were detected coming out of a pinhole in the venous extension of the catheter. The arterial extension did not show bubbles during the test. Manufacturing performs 100% visual inspection per and 100% leak testing per procedure. The reported condition has been confirmed. Based on the testing evaluation, the most probable root cause can be considered as more likely damaged during use caused by the use of strong cleaning agents, a sharp object, excessive force during use or repeated clamping. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during dialysis, the device was leaking from the junction of the extension tube and bifurcate. No patient injury.